Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The information received via medtronic indicated that the insulin pump had a blank display and was not turning on. The customer stated that the insulin pump switched off overnight as the battery died. The customer inserted new batteries but the insulin pump did not turn back on. No damage to the battery cap was reported. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.